Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Package insert states "possible adverse effects" include "bending, fracture, loosening or migration of the implant."

Event description:
It was reported that during the screw removal surgery, a screw broke. Physician decided to leave partial screw implanted. Patient outcome: no adverse affect reported as a result of this event.